Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the surgeon confirmed the adverse event was not caused by the implant.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; device info - unknown; date implanted - unknown; initial reporter - name unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.

Event description:
It was reported patient underwent a hip fracture fixation procedure on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2016 due to a fractured femur. During removal of the lag screw, the lag screw inserter was damaged, but did not cause patient injury or delay.